Event description:
On (B)(6) 2019 06:51:52 rfc_repairs (rfc_repairs) po for (B)(6). On (B)(6) 2019 06:03:44 (B)(6). Missed 3 days tat due to the workload. On (B)(6) 2019 09:04:35 (B)(6). Customer stated won't turn on/off was confirmed due to bad nicad and lithium batteries for they failed to hold charge. Also found damaged power board c19 for thermal damage. Broken up ail sensors on channel a & b. Replaced them with new parts. On (B)(6) 2019 09:30:26 (B)(6). (B)(4). There was no patient involvement.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. A review of the device history record showed the device had a manufacture date of 28feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and trackwise files and found relevant to the service repair. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notifications were opened for the device without correlation to the reported complaint. The customer stated that there was no patient involvement. CAPA reference: na. A review of the device history record showed the device had a manufacture date of 28feb2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which confirmed similar complaints with the same or related failure mode.

Event description:
(B)(4). Customer stated won't turn on/off was confirmed due to bad nicad and lithium batteries for they failed to hold charge. Also found damaged power board c19 for thermal damage. Broken up ail sensors on channel a & b. Replaced them with new parts. (B)(4). There was no patient involvement.